Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited episodes of far-field ovesensing with false auto mode switch episodes. On (B)(6) 2016 the physician reprogrammed the device as per technical services suggested. The patent was in stable condition.